Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer noted that the overview station rebooted when attempting a patient discharge. There was no patient incident.